Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 632.7 mcg/day via an implanted pump for intractable spasticity and cerebral palsy. It was reported it was suspected the patient¿s catheter was malfunctioning and the reporter would like to find an hcp in the area that could assist in performing a dye study. Patient symptoms included withdrawal and the change in therapy/symptoms was sudden. The event date was (B)(6) 2019. Additional information was received from a company representative (rep) on (B)(6) 2019 indicated the catheter dye study was scheduled for some time next week. Per the rep, the hcp ruled out any infection or other health concerns that could have caused the increased spasticity, so they believed it was a drug infusion system issue. No further complications were reported.